Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased to 400 mg/dl due to issues with bent infusion set cannulas. The customer did not have issues with the serter or with scarred tissue. Troubleshooting was declined for the insulin pump. No products were returned and two replacement infusion sets were shipped to the customer.